Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 371 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg), when removed the pod's cannula was found bent. No treatment was provided.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the improper insertion of the cannula. Therefore, a root cause could not be determined for the reported improper insertion. Additionally, no bends, kinks, or damages were observed on the soft cannula of the cannula assembly. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Further investigation of the device found an 0xaa alarm in the device data, indicating total number of ble resets after pod in filled state exceeded threshold. No damages or defects were observed with the device that could contribute to the observed hazard alarm. The exact cause of the observed hazard alarm could not be determined.